Event description:
(Os 16.930). The dentist reported that 20 days after the dental implant was installed in intraoral region #10 it was verified its non osseointegration. Immediate load was not performed and patient presented bone type IV.

Manufacturer narrative:
(B)(4).